Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. Air was infused into the cuff through the pilot balloon. Immediate deflation occurred. The cuff was submerged in water and inflation was repeated. There was no visible leakage from the cuff, no air bubbles. The inflation line was submerged. No leakage was observed from the inflation line. The pilot balloon was submerged. Leakage, air bubbles, was observed coming from the pilot balloon. When viewed under magnification, a small slit was observed on a wall of the pilot balloon. The slit did not align with the mold parting line. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for eval. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample eval; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was rec'd from (B)(6) stating the endotracheal tube was inserted and cuff pressure was not maintained. The endotracheal tube was removed and another microcuff endotracheal tube was reinserted. There were no defects noticed when the product was removed from the packaging. The user has considered that they may have ripped the balloon with the magill when the endotracheal tube was inserted. No additional information was provided in regards to the patient's status.